Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement needed. Most likely underlying root cause of malfunction: user has high glucose value test strip (B)(4). Note: manufacturer contacted customer on 3/10/2017 (15 minutes after the initial call) in order to ensure the customer's condition since the initial call; customer spoke to the on call doctor. Doctor instructed customer to eat, take 15u of novolog and drink lots of water. Customer states she is ok and will test her self and again and if she needs further assistance she will call back. A second call back was made on (B)(6) 2017, the customer stated her condition had improved and she was not currently having any diabetic symptoms. The customer stated there was no medical intervention since the last call.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred after the blood sample had been applied. The customer's expected fasting blood glucose test result range was not disclosed. During the call on (B)(6) 2017, the customer stated she felt very thirsty. Customer was advised to seek medical attention. Customer stated she did not have her insurance yet and will not go to the hospital but would call the on-call doctor for instructions. Customer stated her glucose fasting on morning of (B)(6) 2017 was 220 mg/dl, then 76 mg/dl that afternoon before lunch. Customer stated she took 12u of novolog that morning but did not take anything after lunch because her reading was 76 mg/dl. Follow up call was made to customer within 15 minutes of initial call. Customer stated she spoke to the on-call doctor. Customer stated the on-call doctor instructed her to eat, take 15u of novolog and drink lots of water. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification; customer stated she was storing her meter and test strips in the original vial in a plastic storage container. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history. Customer states that she feels very thirsty and her meter is giving her e-5 with the true metrix meter and "hi" with the one touch ultra. Customer states her glucose fasting this morning was 220 mg/dl, then 76 mg/dl this afternoon before lunch. Customer states she took 12u of novolog this morning but did not take anything after lunch because her reading was 76 mg/dl. I will follow up with customer in 15 minutes and with a 24 hour call back.